Manufacturer narrative:
(B)(4). Batch # t5ak33. Date of event: date of event is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the staples at the middle part of one side of the cartridge were unformed at the firing on the colon. Malformed stapling happenedn to the specimen, another psee60a loading another gst60b was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5ak33. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received left side fully fired, right side outer raw partially fired 1/2, inner rows fully fired. Upon evaluation of the reload, the cartridge deck, one piece sled and some drivers were noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.